Event description:
The customer reported an error code 1006 - da pcba adc data acquisition/ printed circuit board assembly/ analog digital converter failed.

Manufacturer narrative:
Root cause: failure analysis on the returned data acquisition to motor controller cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified.